Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort due to the uncomfortable location of the ipg. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, therapy was restored post-operatively and issue of discomfort was resolved.